Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-june-2024, the patient mother reported that there was puss when she pulls out the infusion set, and it was associated skin issue during the product insertion site. The patient was hospitalized and received saline IV and some prescription. The patient also had high ketones and hematoma/bruise. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.